Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 6 weeks ago. Aneurysm morphology was not reported and the vessels were not tortuous or calcified. It was reported that during placement of the stent graft cover deformed and there was difficulty fully deploying the stent graft. This resulted in the slipping of the stent graft and it was inaccurately deployed. An aortic cuff was required to be implanted proximally without further complication. No clinical sequelae were reported and the pt is fine. The delivery system was not returned. Please note that this model number af2414c170axh is not approved in the united states; however, it is similar to the af2414c170xh which is approved in the united states.

Manufacturer narrative:
(B)(4). Eval codes, results: (device was not returned - without return of the delivery system it was not possible to determine cause of deployment difficulty). Conclusion: (device was not returned - without return of the delivery system it was not possible to determine cause of deployment difficulty).